Event description:
During an angiographic procedure, the guide wire was placed into the pigtail in the curve area. When the wire was pushed, the tip of the catheter separated from the body of the catheter. Pt status is listed as "ok".

Manufacturer narrative:
Returned product analysis revealed a separation of the shaft at the weld joint.